Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was not returned stuck in a delivery system as described. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics were in a folded position, adhered to the anterior optic. The optic was pressed between the posts and down into the well area of the lens case. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. Upon return, the lens was observed to be placed into the lens case incorrectly for return resulting in damage. The lens was not returned stuck in a delivery system as described. The reported complaint of ¿lens would not advance properly¿ could not be confirmed. Upon return, the lens was observed to be placed into the lens case incorrectly for return resulting in damage. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. It is unknown if the observed lens damage is related to the loading issue. Information was provided on the completed questionnaire; that in the surgeon's opinion "possibly a tech error" was the cause of the event. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Due diligence has been performed in an attempt to obtain further information on this event. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that all lenses that were implanted due to lens issues were the same diopter.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was loaded weirdly, would not advance properly, the lens was inserted and removed. The surgery was completed on same day by using company similar model iol. In the surgeon's opinion cause of event was possibly tech error. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).